Manufacturer narrative:
From the information provided, there is no indication that there was any device malfunction, nonconformance, or misuse that contributed to the reported event. Potential adverse events in the instructions for use (IFU) with the tablo system includes, but are not limited to, other, more serious, complications arising from dialysis, such as hemorrhage, air embolism, acidosis, alkalosis or hemolysis, can cause serious patient injury or death. Outset medical, inc. Field service engineer (fse) has reviewed site system logs with a procedure date of (B)(6) 2020. No related system alarms were found to have occurred during treatment. The device is functioning post treatment. A review of production records for this unit did not note any manufacturing nonconformances that would contribute to a product event.

Event description:
It was reported that the patient expired during dialysis treatment. Clinical staff indicated that patient was on a high observation unit and the patient's attending medical doctor (md) was expecting a regression due to the acuity of patient's pre-existing condition. Patient was on "multiple pressers" and began decompensation during dialysis. The site does not believe that this was a device issue or malfunction, nor that the dialysis treatment itself caused the decompensation but rather coincidental timing due to patient condition. The treating team attributed the event to the patient's pre-existing condition.